Event description:
Pt experienced an electrical burn on right forearm while using equipment included in her occupational therapy program. Electrode @1 was placed on right hand/radial thumb area, electrode #2 placed on dorsal right wrist. Timer: 2 minutes. Output: 2 milliamps burn on electrode #2, dorsal forearm.